Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, high pacing impedance and noise resulting in oversensing and noise reversion was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated lead provocation testing was performed and the noise was not reproducible. The patient was in stable condition.